Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) potentially delivered inappropriate anti-tachycardia pacing (atp) due to an atrial driven rhythm. It was also noted that the atp accelerated patient's rhythm. The rhythm slowed down after an appropriate atrial tachy response (atr) was triggered. The device remains in use. No additional adverse patient effects were reported.